Event description:
The issue was found during the middle of a diagnostic colonoscopy, which was completed with a backup light after a 5-7min delay with no extra sedation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source was having issues with the main bulb turning off intermittently. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment phone number: (B)(6) (documented here in it¿s entirety due to character limitations in respective field).